Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2013. The reason for revision is reported patient pain.